Manufacturer narrative:
Batch review performed on 19 june 2018; lot 144501:(B)(4) items manufactured and released on 01 september 2014. Expiration date: 2019-06-30; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed on 21 june 2018; after the visual inspection, it was concluded that the damage evidently occurred due to forces experienced during transportation/handling. This was indicated to be correlated to the packaging configuration that allows degrees of freedom for movement within the package. In february 2017 modification of the packaging, and the packaging produced from then contains a tip securing component that locks in place and can be positioned as appropriate to confidently secure all the stem lengths.

Event description:
The packaging was found broken, with plastic debris on the prosthesis. The stem was not used.